Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced the same sensation as during a previous episode of ventricular tachycardia. The patient was referred to a clinic or the emergency room. As of this time, this ICD remains in service. No adverse patient effects were reported.